Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a (B)(6) male patient coincident with homechoice peritoneal dialysis therapy. On (B)(6) 2010, during a call to baxter (B)(6) technical service center, the pediatrician reported that the patient was hospitalized for peritonitis on that day. Treatment, outcome and action taken were not reported. No additional information available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.